Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/22/2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. It was recommended that the customer replace the power management board or power switch overlay the customer replaced the power switch overlay and the issue was resolved. No parts returned to failure investigation; thus, the root cause of the reported issue could not be determined.

Event description:
It was reported that the device logged an error 1105 (alarm led failure). The device was in use; however, there was no patient harm.